Event description:
It was reported that the rate knob on the external pulse generator did not work. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rate knob on the external pulse generator did not work. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the external pulse generator was returned and analysis did not confirm the customer comment that the rate knob did not work. Analysis did find that the lower case was broken and contaminated, that one bail cover was broken and one was contaminated, two case screws were missing, the lead flex cover was contaminated, the battery contacts were compressed and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).